Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements greater than 130 ohms and subtle noise on the shock electrogram (egm). Technical services (ts) was contacted, and ts discussed troubleshooting options. The cardiac resynchronization therapy defibrillator (crt-d) system remains in service. No adverse patient effects were reported.